Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy and rupture.

Event description:
Healthcare professional reported left side intracapsular rupture and reactive lymphadenopathies in the axillary cavity. The device remains implanted.

Event description:
The device has been explanted, replaced and discarded.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5 d6a d6b h6.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken device 2 assessed: 1 unidentified (tear) opening (shell thickness within specification) and 1 surgical damage. Also, two openings assessed as surgical damage. ¿ lymphadenopathy: unable to observe as it is not related to the manufacturing process. As per the investigation procedure creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9; h3; h6.

Event description:
Healthcare professional reported left side rupture, and reactive lymphadenopathies in the axillary cavity. Device has been explanted.

Event description:
Healthcare professional reported left side intracapsular rupture and reactive lymphadenopathies in the axillary cavity. The device has been explanted, replaced, and discarded.

Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Lymphadenopathy: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.